Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor contacted carefusion technical support on behalf of one of their end user/hosp. According to the distributor, the user interface module (uim) on one of the ventilators has gone from spanish to english, the dates are all off, and the screen is unresponsive. He attempted to change the dates and the language back to spanish, but the uim would not cooperate. He tried to calibrate the touchscreen as well, but it would not calibrate. He will call the end user/hosp to tell them they need another uim for this ventilator and they will call back to order a replacement. No pt involvement.

Manufacturer narrative:
As of (B)(4) 2015, carefusion has not received any add'l info/updates from either the distributor or the end user/hosp in regards to the reported event. Should we receive any add'l info/updates, a follow up medwatch report will be submitted.